Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the joystick on/off is not working, can not turn the joystick off.